Event description:
It was reported that the CT scan IV contrast power injector tubing was connected to the extension set's needle-free port. Upon power injection at approximately 300psi, it was noted that the blue valve of the needleless port at t-connector popped out. There was no leaking noted from the t-connector. The staff has changed their practice since the event and began connecting the power injector tubing directly to t-connector and no further incidents were reported. Photo of the set was provided by the customer.

Manufacturer narrative:
Correction on initial report: product was revised from mzxt5307 to mzxt5306, changes to be captured in d1, d4 & g.5.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of valve of needleless connector popped out was confirmed. A photo provided by the customer confirmed top cap of nac-t p/n 8100-022 popped off allowing blood to leak.

Event description:
It was reported that the CT scan IV contrast power injector tubing was connected to the extension set's needle-free port. Upon power injection at approximately 300psi, it was noted that the blue valve of the needleless port at t-connector popped out. There was no leaking noted from the t-connector. The staff has changed their practice since the event and began connecting the power injector tubing directly to t-connector and no further incidents were reported. Photo of the set was provided by the customer.